Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed over-sensing of the atrial lead. The patient presented in clinic (B)(6) 2020 and chest x-rays revealed that the lead had dislodged. The lead was explanted and atrial port was plugged. During procedure, lead insulation anomaly was noted. Patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.